Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. According to provided photographs, the foreign material in the nozzle was a brownish-red color. A similar brownish-red material was found throughout the plastic distal end cover and bending section. From these findings, the presumable cause of the reported phenomenon was determined as: the reprocessing method at the facility differed from the recommended instructions for use (IFU) ; and, the facility staff was less trained on reprocessing and/or device handling (including handling before device return) in accordance with the IFU. The IFU states the following regarding reprocessing of the device: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿. IFU (reprocessing manual) also specifies as below: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. ¿. Finally, the IFU (operation manual) states the following: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. Correction is being made to g3 date of the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. The g3 date of the initial MDR should be dec 6, 2021, and not dec 7, 2021. Customer provided information on the reprocessing being performed at the facility: an air water channel cleaning adapter is not used for pre-cleaning. Pre-cleaning is performed immediately after a procedure following the instruction for use, except for missing out on using the air water channel cleaning adapter. Facility uses powdered pouch of detergent, after mixing the same in water. This is commonly used locally in this region. The endoscope channels are brushed during manual cleaning with reusable olympus brush. The cleaning and disinfectant solutions used with the endoscope are glutaraldehyde (cidex). The automatic endoscopy reprocessor (aer) being used to reprocess the endoscope is endotech (mumbai), indian local product. There is no information available on the detergent and disinfectant used with the aer. Nor is information available if there were any issues with the aer. The endoscope is stored in an almirah endoscope cabinet. Based on the additional information received from the customer, further evaluation of the event was performed. Though root cause cannot be conclusively identified, the customer did not use air/water (a/w) channel cleaning adapter for pre-cleaning. Non-using the adapter may have made reprocessing of the a/w channel insufficient. To prevent nozzle clogging, instructions for use says to use the a/w nozzle cleaning adapter as below: to prevent clogging of the a/w nozzle, always use the a/w channel cleaning adapter to clean the a/w channel after each use.

Event description:
This device was returned by the customer for the issue of angulation and play. There is no reported harm to any patient. Upon evaluation of the returned device, foreign material was observed in the nozzle. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, foreign material was observed in the nozzle. The foreign material could not be identified. Due to clogging of nozzle, air/water supply volume and water removal ability does not meet the standard value. Additional observations are: the distal end cover has a dent and is dirty; adhesive on the distal end rubber insulation (a-rubber) is detached; a-rubber is dirty; connecting tube, control unit, switch box, s-cover, light guide cover glass, sc cover unit and case, universal cord, and plug unit all have a scratch; switch 3 has a cut. Due to wear of angle wire, bending angle in all directions does not meet the standard value. The user¿s complaint of angulation issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.